Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the auxiliary video processor (avp). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a training/demo of the da vinci system, the system faults at shutdown with a 40068 error. Fault is not interrupting system use. Updated logs are not available however error could be reporting from avp. There was no report of patient involvement.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate the customer reported complaint "40068 errors when shutting down the system". On logs, error 40068 was found indicating that the fault occurred in the field. The auxiliary video processor (avp) was installed in the golden system where the board was programmed successfully. The system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error log was investigated, but no error could be found.